Event description:
It was reported that the patient presented in the hospital after fainting. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator unexpectedly delivered high voltage therapy to the patient. The reason for the shock was not determined. No intervention was performed. The patient was stable.